Manufacturer narrative:
H6: evaluation codes updated device evaluation: no product was returned. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the device is returned at a later date, complaint will be reopened and investigation will be completed.

Event description:
It was reported, that the device was alarming no disposable, clamp tubing. Per reporter, the alarm was silenced and settings reviewed. Troubleshooting was not performed. Rate 5.4, resolution volume 20.9, given 229.15. The units were not provided. Per reporter, this event occurred at the patient's home. There was patient involvement. And no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.